Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was due to a worn cap piercer. Fse replaced cap piercer assembly to resolve the leak. The instrument software version is (B)(4). (B)(4).

Event description:
The customer reported a leak from the cap piercer on the unicel dxc 660i synchron access clinical system. The leak was contained within the instrument. The customer was wearing a lab coat, gloves and goggles. No reports of injury or customer exposure. No reports of erroneous patient results generated.